Manufacturer narrative:
Submit date: 2/6/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there were two plain sponges in one of the packages of raytec. There was no radiographic thread in the two sponges.

Manufacturer narrative:
A complaint of " the customer reported: there were 2 plain sponges in one of the packages of raytec. There was no radiographic thread in the 2 sponges." Was received for the 7148 product. At the time of the complaint there was only a photo sample received, the complaint is confirmed that there is a missing radiopaque element. There was 1 sample received for evaluation. After a visual examination, it was confirmed that there was no radiopaque in the 2 sponges that were received for product 7148. The reported condition is confirmed. The returned product did not meet quality release specifications. A design history record (DHR) review was completed for lot# 17k049862. There were no manufacturing related issues related to the complaint issued for this lot. Potential root causes include: the element was not the correct width. This would not allow enough pressure to be applied to the element to bond it to the gauze and it is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. No trend was noted to escalate to a CAPA. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.